Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The customer was hospitalized for alleged high blood glucose, possible under delivery anomaly and absence of occlusion alarm on (B)(6) 2020. The device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.0871 inches. The no delivery alarm functions properly during the basic occlusion test and occlusion test no absence of occlusion alarm noted during testing. No under delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. The device also passed self test, off no power alarm test and a21 error test. The following were noted during visual inspection: no cosmetic damage noted. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds, however the device was stored for an extended period without a battery. The device was able to download the device history file but it was corrupted. There was multiple a47 alarm in the device history due to corrupted history file. The device was unable to complete the carelink uploaded due to multiple a47 alarm in the alarm history screen. A47 alarm due to corrupted history file. The device passed the functional testing. Unable to confirm alleged high blood glucose possible under delivery anomaly was not confirmed. Absence of occlusion alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer had experienced high blood glucose level and was hospitalized. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. Customer was treated with manual injection. Customer had alleged that the insulin pump was under delivering because the blood glucose value was not in control using insulin pump and manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.